Event description:
It was reported that the patient presented for follow up. An interrogation of the insertable cardiac monitor (icm) revealed premature battery depletion. No interventions were made, and the issue will continue to be monitored. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of premature discharge of battery was confirmed. The device was received with battery voltage at elective replacement indicator (eri). During secondary analysis, the device was unable to interrogate. The device was cut open for further testing, which revealed that the battery voltage was at end of life (eol) level. A longevity calculation was performed and found that the battery depletion was premature. Analysis of the device hybrid was performed, and high current was noted.

Event description:
New information received notes that the insertable cardiac monitor (icm) was explanted and replaced. There were no patient consequences.